Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5mg/ml dilaudid at 2.5mg/day and 5mg/ml bupivacaine at 2.5mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had reported no pain relief from the pump. The patient came in for a revision and the pump was moved to the back and the catheter was revised. The hcp attempted to aspirate from the catheter access port (cap) and initially the result was poor. Once the catheter was disconnected the hcp flushed the cap with saline and after a "pop" as if a particle popped out the flow resumed normally. After the revision the patient came in for a refill and the expected volume was 5ml and the actual volume was 3ml. The patient reported that they have pain from their surgery but no other symptoms. No further complications were reported.

Manufacturer narrative:
Upon further review, this event is not related to the catheter. Device code (B)(4) applies to the pump. If information is provided in the future, a supplemental report will be issued.